Event description:
It was reported that during a laparoscopic low anterior resection procedure, the knife did not return to the home position after the third stroke of the second firing. The device was released and the procedure was completed without any problem. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.